Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that " I had one that keeps coming out and one of them is loose. It was always at 98%, even from years ago, but the doctor said "don't worry about it". They checked it again last year, but they were not worried about it still." The right atrial (ra) lead and the right ventricular (rv) lead remains in place. No patient complications have been reported as a result of this event.